Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient's mother that the blood glucose levels were at 526mg/dl while wearing the pod between 4 to 24 hours on the insertion site (unknown). It was reported that the needle did not deploy at the pod activation. As treatment, the patient's mother stated the school nurse removed the pod. The old pod was thrown away.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient's mother that the blood glucose levels were at 526mg/dl while wearing the pod between 4 to 24 hours on the insertion site (unknown). It was reported that the needle did not deploy at the pod activation. As treatment, the patient's mother stated the school nurse removed the pod. The old pod was thrown away.